Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of failure code 810:11 was confirmed but not duplicated. The sensor was checked for moisture and the tubing channel was cleaned and dried. The air in line printed circuit board was tested and found to be functioning as expected. No repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.